Event description:
Customer reported a malfunction with error code 12, but no notable events preceded the issue. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.